Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced an erosion of the fenix device into the anal canal leading to device explant. The fenix device was used as part of the surgical procedure. -uneventful surgical procedure and device implant on (B)(6) 2016. The patient was given pre-op prophylactic antibiotics. A pelvic x-ray was taken during the implant procedure showing the device in an acceptable position. -patient was discharged from the hospital on (B)(6) 2018. An x-ray was taken prior to discharge showing the device in an acceptable position. No adverse events from the surgery were noted. -the patient had severe constipation and had to "evacuate stool manually, causing injury to the rectum membrane and eroding the implant in the rectum." -the erosion was discovered at "12 o'clock anal" on (B)(6) 2017 during an examination. -patient admitted to the hospital for device explant on (B)(6) 2017. -uneventful device explant on (B)(6) 2017 due to fenix device erosion. The fenix device was intact. -patient was discharged from the hospital on (B)(6) 2017. -patient was reported as doing well after explant.